Manufacturer narrative:
Per the IFU, heart failure is a potential adverse event associated with the tavr procedure and the use of bioprosthetic heart valves. The cause for the reported event is unknown. Post valve echo (tte) revealed that the aortic valve was fine and was well seated without significant ai. In addition to the procedure, the patient¿s co-morbidities (htn and hyperlipidemia) and advanced age (91 y/o) that could have contributed to the event.

Event description:
Updated information revealed that moderate paravalvular leak (pvl) was observed after first valve deployment. Of last communication, the patient expired prior to discharge. As reported, per the death certificate, the cause of death was noted as acute diastolic heart failure and acute respiratory failure.

Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per report, the cause for the aortic malposition was likely due to a small lvot and/or lvh which may have caused the valve to move aortic upon deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.(B)(4).

Event description:
During a transfemoral tavr procedure, the valve was deployed too aortic (90:10 aortic/ventricular). A decision was made to place a second valve. The second valve was positioned 50:50 and landed 60:40 ventricular/aortic across the annulus. Per report, it is possible that small the lvot and/or lvh may have caused the valve to move aortic upon deployment. The native annulus measured 16mm x 22mm by tte and 15.8mm x 24.3mm with an area of 315mm² by CT. The native aortic annulus was moderately calcified, the native leaflets were moderately (bulky) calcified and the aortic root was mildly calcified. There was mild ventricular septal hypertrophy. The image intensifier angle and coaxial alignment of the delivery system was noted as good. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.